Event description:
The manufacturer received information alleging that a patient was brought in by ambulance to the emergency department (ed) on (B)(6) at 13:44 with an exacerbation of copd. The medical intervention included the commencement of niv (non-invasive ventilation). After reviewing, the niv circuit valve placement. The exhalation valve was on the wrong way round, resulting in reduced co2 clearance." No other medical information or interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.